Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display and failed battery test on the insulin pump. Customer's blood glucose level was 146 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Troubleshooting for failed battery test was performed. Customer advised the battery cap was damaged. Customer experienced blank display while troubleshooting for failed battery test. Customer was advised a replacement battery cap would be sent out and to call back if issues persist.